Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was broken. A field service engineer (fse) found that the main half-height sub-drawer 1.2 experienced issues due to a missing bumper and migration of the bearing retainer. Upon inspection, the bumper was found to be missing or damaged, which caused the bearing retainer to shift and ball bearings to fall out. The framing cage was also damaged, resulting in misalignment of the frame. The fse replaced the main half-height sub-drawers 1.1 and 1.2, then configured them properly in space configuration mode. Both sub-drawers were responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware failure was reported. The customer stated that the bracket for main drawer 1.2 was broken, preventing the drawer from fully closing. Additionally, the keyboard cover was broken and required replacement. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.